Manufacturer narrative:
The customer contacted product support and requested service repair. Patient information and repair information was requested from the customer, but no response was received. The key market stated this is a time and material repair only request. The customer does not have a valid service contract for the system. Several quotes were sent to the customer however were not accepted. Philips has not been authorized at this time to evaluate the device. The case was closed out with no service or repair for this unit. Although requested, no additional information regarding the unit's status was confirmed at this time. No parts have been confirmed to be replaced or returned for evaluation at this time.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported warning for battery failure, does not charge. It is unknown if the unit was in use on a patient, there was no patient harm reported. The customer contacted product support and requested for service repair. Patient information and repair information were requested from the customer, but no response received. The investigation is ongoing.